Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: urgently needed vasopressin to start and came from the pharmacy slightly cool. Writer had to prime with 5 ml twice and reprime with 26 ml to remove the air bubbles. This event needed a few minutes each disconnected to the patient which lowered their blood pressure slightly while repriming.